Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient received ineffective therapy. In turn, the patient had a trial lead that was implanted. The patient was programmed post operatively and effective therapy was restored. Follow up revealed that the patient's lead tested for high impedances when the physician wanted to add a new lead on 27 april 2018. As a result, the patient's lead was explanted and replaced with a new one during the surgery. Effective therapy restored post operatively.